Event description:
It was reported that a patient underwent an ablation procedure with a navistar® thermocool® and non-MDR reportable deflection issues occurred. The bwi failure analysis lab received the complaint device for analysis. Visual inspection revealed that the peek housing was torn which exposed internal parts. Additional information from the affiliate indicates that this damage was not noted prior to shipping. This is an MDR reportable lab finding due to the loss of integrity of this catheter. Per the event description, the procedure was completed using a similar like device. The awareness date was updated for this complaint to 5/4/2015, the date said issue was discovered in the bwi lab.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a navistar® thermocool® and non-MDR reportable deflection issues occurred. The returned device was visually inspected upon receipt and it was found that the peek housing was torn open exposing metal between rings #2 and #3. There was no blood inside of the catheter. Scanning electron microscopy (sem) results show that the outer surface of the peek housing presented evidence of perforation and scratches. Scratches suggest that an unknown object damaged the peak housing, then per the original complaint of deflection issues, a deflection test was performed and the catheter passed. The customer complaint of deflection issues cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures